Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of deformation due to compressive stress.

Event description:
It was reported that a contour stent was used during transurethral ureteral stenting procedure. During procedure, while in the process of placing the ureter it was found that the product folds and was not placed smoothly therefore, it could not be placed. The procedure was completed with another device. There were no patient complications reported.